Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error. The customer was assisted to reprime and continued therapy with actual product. Therefore, a sample was not requested for evaluation. This report was not confirmed. A batch review was not performed due to unknown lot information. Based on the information obtained from baxter's investigation, the root cause of the low drain volume alarm was due to air in the line from the patient not properly priming the disposable set. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during therapy, in the initial drain cycle. (B)(4) had the patient close the transfer set and check the patient line for kinks, closed clamps, fibrin, or air bubbles. The patient stated he saw a lot of air gaps in the patient line. (B)(4) instructed the patient to restart the initial drain to flush the patient line. The drain volume then began to increase at a good rate and the patient stated the air gaps were clearing out of the line. No injury or medical intervention was reported.